Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 8.0; repeated gave 9.2 mg/dl. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 8.3; repeated gave 9.1 mg/dl. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 7.5; repeated gave 8.3 mg/dl. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 7.5; repeated gave 9.4 mg/dl. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 7.9; repeated gave 8.8 mg/dl. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 7.5; repeated gave 9.1 mg/dl. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 8.2; repeated gave 9.1 mg/dl. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 8.5; repeated gave 9.4 mg/dl. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 8.3; repeat gave 9.8 mg/dl. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Event description:
User experiencing low calcium recovery on the integra 400 plus and at the same time were experiencing issues with their water supply. Eleven pt samples were known to have been affected starting on (B)(6) 2009. The following 10 pt samples were determined to be discrepant. Initial result gave 7.1; repeated gave greater than 9 mg/dl - exact data not provided. User said pts were not treated based on the initial results reported as they caught the results before the dr saw them, adding later corrected reports were sent, and no pts were adversely affected.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.

Manufacturer narrative:
The field service rep determined there was a problem with the pump on degasser as the degasser was not working and the instrument was not generating any alarms. He ordered a new vacuum pump, degasser and pcb pressure sensor, and decontaminated sys and replaced filters. Ran controls to verify performance of analyzer. The field service rep scheduled a second visit where he replaced the degasser pump, degasser and degasser pcb and water filter. He ran controls to verify analyzer performance. On a subsequent visit the field service rep determined there was a problem with the lamp, and replaced the photometer lamp and syringes. Ran controls to verify analyzer performance.